Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn). Based on the complaint history and work order search, a specific root cause of this event could not be determined. It should be noted that the product was not returned for eval.

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens into the pt's right eye. Lens torn during insertion into the eye. The surgeon cut the lens to remove from eye. The wound was sutured. The lens and the injector were discarded by the facility. The surgeon stated the injector tore the lens. There were two lenes used on the same pt, same eye. See MFR #2023826-2013-00707 for the other lens. It is unk which was the primary lens and which one was the secondary lens.